Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported going to the emergency room for a high blood glucose level of 393 mg/dl. Customer reported being treated and released. Customer reported that she had a blood glucose level of 55 mg/dl the morning of the emergency room visit, taking an insulin injection, then experiencing a constantly rising blood glucose level. Customer stated that her blood glucose level went as high as 499 mg/dl, which caused her to go to the emergency room. Customer reported being nauseous and vomiting. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was not provided. No further information was provided.